Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient was wearing a tandem insulin pump. According to the patient¿s wife, on (B)(6) 2025 around 9:00 am, the patient¿s cgm was reading between 42-47 mg/dl, and the bg meter was reading high. The patient was unsteady and was unable to walk from the church to his vehicle. Emergency medical services (ems) was called and ems transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 750 mg/dl. No cgm value was reported. The patient was treated with three separate insulin injections, intravenous fluids, and his cgm was removed. The patient was discharged home approximately 7-8 hours later. At discharge, his bg meter reading was 300-330 mg/dl. There was no documentation of further medical evaluation or intervention. The patient had a follow-up visit with his diabetes educator the following day. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.